Manufacturer narrative:
Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). (B)(4). Section d4: lot number not provided. Section d4: UDI not provided. Section d8: re-processing information not provided. Section h4: since the lot number was not provided, this information cannot be determined.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions. Product was used for therapeutic treatment. Procedure: urogynecological.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, erosion and urinary incontinence. Product was used for therapeutic treatment. Patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, erosion and urinary incontinence.